Event description:
Customer reported an incident of requiring professional medical treatment at a time when she was unable to user her compact plus system due to no power, replacement system from MFR had not yet been delivered. MFR's agent tracked package and discovered an attempted delivery was made the day of the incident, but the customer was not at home. A request was made for the return of the system, replacement was sent.